Manufacturer narrative:
(B)(4). D10 - medical product: femur cemented cruciate retaining (cr) catalog # 42502607001 lot # 66415011. Cemented tibia catalog # 42536008301 lot # 66588733. All-poly patella catalog # 42540200038 lot # 66635380. Palacos bone cement catalog # 5051207 lot # 68991307. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing cellulitis and swelling due to increased activity two weeks post implantation and treated with antibiotics. No more information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates there is cellulitis with increased swelling secondary to increased activity, moderate severity; the redness was around the knee more medial and down around the calf. The swelling and cellulitis was noted at his 2 week follow up appointment. Subject was started on doxycycline and instructed to decrease his activity, ice, elevate and continue doing his exercises 3 times a day. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.